Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A visual inspection was performed, noting the lead was severed, with only a portion of the lead returned. The infection related allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that this pacemaker and lead system was implanted in (B)(6) 2024. Post-operative infection was observed with incision seepage, and the patient was admitted to the hospital for debridement on (B)(6) 2024. The infection did not improve and the patient was re-admitted to the hospital on (B)(6). The device and right ventricular (rv) lead were explanted while the right atrial (ra) lead was cut and capped. A new pacemaker and leads were implanted on the patient's other side. No additional adverse patient effects were reported. The explanted products were planned to be returned for disposal.

Event description:
It was reported that this pacemaker and lead system was implanted in march 2024. Post-operative infection was observed with incision seepage, and the patient was admitted to the hospital for debridement on (B)(6) 2024. The infection did not improve and the patient was re-admitted to the hospital on (B)(6). The device and right ventricular (rv) lead were explanted while the right atrial (ra) lead was cut and capped. A new pacemaker and leads were implanted on the patient's other side. No additional adverse patient effects were reported. The explanted products were planned to be returned for disposal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.